Event description:
The customer received a questionable creatinine plus ver.2 (crep) result on their c501 analyzer. The patient's initial crep result was 2.8 mg/dl and it was reported outside the laboratory. On (B)(6) 2012, the patient's sample was repeated on the original analyzer and the result was 0.9 mg/dl. The sample was then measured on another c501 analyzer, serial number (B)(4), and the result was 0.9 mg/dl. The customer considered the repeat results to be correct and a corrected report was issued. It was unknown if there were any adverse events. The crep reagent lot number was 659854 and the expiration date was not provided.

Manufacturer narrative:
A root cause could not be determined because no raw data could be provided by the customer. The calibration and quality control data were within the specified ranges.

Manufacturer narrative:
This event occurred in (B)(6).